Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not fill with fluid when the device was pumped. Due to this, the patient was unable to achieve an erection. A revision surgery was performed, during which a tear in the left cylinder with resultant leakage was identified. The device was explanted and replaced. No patient complications were reported.